Manufacturer narrative:
(B)(4). Correction - device status changed from returning to not returning. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other profiled device referenced is filed under a separate MFR report number.

Event description:
Subsequent to the filed initial medwatch report filed, additional information was received: it was reported that an arteriotomy closure of the left common femoral artery (lcfa) was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional (pci) procedure. Reportedly, a suture retrieval issue occurred. A non-abbott device was used and hemostasis was achieved in the lcfa. Arteriotomy closure of the right common femoral artery (rcfa) was achieved using a successful proglide device with a 10f sheath. Due to some tissue tract oozing post closure procedure a non-abbott device was used to achieve complete hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture site closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, no sutures were present. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.